Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This is a duplicate report of 1818910 - 2013 - 16318. This report 1818910 - 2013 - 17638, will be rejected. 1818910 - 2013 - 16318, wil be kept for investigation purposes.